Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per tandem user guide "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. A systems check was performed with tandem technical support and no issues were identified. The customer changed the pump supplies and resumed insulin therapy. Reportedly, the customer was using cold insulin and uses the same supplies for over 2 days with lispro brand insulin, tandem technical support educated the customer this is considered off label use per the tandem user guide.